Event description:
Customer stated there have been incidents where the surgeon's glove was removed and the pt's blood was on their hands.

Manufacturer narrative:
Water leak was performed on returned and retained samples, that was from the same lot number. Results were within the specification requirements. No defeats were found.